Event description:
Mother stated the customer had a nano system blood glucose result of 53 mg/dl on (B)(6) 2015 at 2:16pm. He was kind of weak so she gave him 4 glucose pills and a some fruit chews. His mother had to retrieve the treatment but he was able to consume it on his own. At 2:47pm the nano system result was 57 mg/dl and he had a seizure. His mother called emts and she stated they arrived maybe 15 minutes later. Blood glucose result on the emt meter was 33 mg/dl. The emts gave him a shot that was 1 mg of glucagon. Emts took him to the hospital where he was admitted. She didn't know his blood glucose level at the hospital. He was coherent once he arrived at the hospital. His mother stated while he was there, he was given an IV with dextrose and calcium. She was not sure how much he was given, but his blood glucose was back to normal before he was released with a blood glucose level of 146 mg/dl. He was released from the hospital monday evening (B)(6) 2015. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.